Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with stable angina. Vascular access was obtained via the right femoral artery. The 90% stenosed, 9-10mm in length, concentric, de novo target lesion was located in the severely tortuous and moderately calcified, 2.5mm in diameter first obtuse marginal branch, containing >=90 degrees bend. The lesion was located at an acute angle near the ostium. Following pre dilatation with 8 x 2.00mm and 9 x 2.50mm balloons, a 12 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent had been deformed. The procedure was canceled and the patient was transferred to coronary care unit. The patient was discharged after two days with maximum medical management.